Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the spine clamps were damaged, as they were losing their threads and the washers were breaking. No patient involvement was reported. Additional information was received. It was reported that the clamps were reported to have been stripped and it was suspected the issue was caused by over-expanding the clamp to have it affixed to the spinous process.